Event description:
It is reported that the expiration date of this item is (B) (6) 2009 and that it was implanted on (B) (6) 2009.

Manufacturer narrative:
Evaluation summary: this implant was not packaged with the nitrogen packaging process, which increases the shelf life of the product from 5 yrs to 8 yrs. Therefore, the articular surface that was implanted was expired. Zimmer does not condone the use of expired polyethylene implants because the amount of oxidation cannot be definitively quantified and likelihood of adverse effects due to oxidation cannot be determined. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.